Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they received external ram error alarms, displayable history check failed on startup alarm and unexpected restart alarms. The customer's blood glucose was 144 mg/dl at the time of incident. The customer's spouse stated that a basal was not programmed before the unexpected restart alarm and displayable history check failed on startup alarm. The customer's spouse stated that the insulin pump was not store and was not in use for an extended period of time. The customer's spouse stated that the alarm occurred after inserting a new battery. The customer's spouse was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.